Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0314165v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40, lot# j0406229v, implanted: 2004 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).

Event description:
It was reported the stimulation was intermittent. It was further reported the patient was in the process of scheduling an appointment with the manufacturer representative. It was noted there was no new information. Additional information received reported the patient was seen on the day of report. It was noted they had experienced mild stimulation at the right pocket site once every few days when the patient would move into certain positions. It was stated it was not painful and they received effective therapy. It was noted nothing had changed with the patient¿s symptoms. It was stated this had occurred about one month prior to report and it would happen every 2-3 days. It was stated all impedances had checked out normally and there were no signs of opens or shorts. It was stated the patient¿s right battery status was at 2.63v and their left battery was at 2.87v. It was noted the right implantable neurostimulator (ins) was close to triggering the low battery warning. It was stated the patient¿s neurologist would make the referral to the neurosurgeon for a battery replacement soon after report. It was noted since there were no change in symptoms and the patient did not experience any pain, the doctor felt more invasive intervention was not warranted at the time of report.